Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the screws. Based on the information provided and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, sorbafix enhanced fixation device fail to secure the screws. The plate (mesh) is therefore not fixed. The use of another device is used to complete the procedure. There was no patient harm or injury.